Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting high shocking impedance measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field representative and no further information has been received. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information from the local area representative indicated that no troubleshooting has been performed. Noise was found on the shock channel. However, the shock impedances have consistently been high so the physician is going to monitor at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.